Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
After triggering the device could not be opened and had to be cut out. Therefore, the staple line was not complete and had to be sewn. No harm to the patient is reported. Procedure: pancreatectomy.

Manufacturer narrative:
(B)(4). Batch # p58h9n. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.